Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion of lasix (250 mg in sodium chloride 0.9 % 125 ml) was intended to infused at 7.5ml/hour but it was infused over four (4) hours instead of the intended sixteen (16) hours. There was increased monitoring but no harm to the patient.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Correction : medical device serial #. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that an infusion of lasix (250 mg in sodium chloride 0.9 % 125 ml) was intended to infused at 7.5ml/hour but it was infused over four (4) hours instead of the intended sixteen (16) hours. There was increased monitoring but no harm to the patient.